Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to prime. The following information was provided by the initial reporter: it was reported by the consumer, the insulin did not flow during priming. Verbatim: consumer reported no insulin flow during priming. Consumer stated approximately 8-10 pen needles have been affected. Advised consumer on proper assembly technique. Consumer stated she knows her technique is correct, she is a nurse.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to prime. The following information was provided by the initial reporter: it was reported by the consumer, the insulin did not flow during priming.   Verbatim: consumer reported no insulin flow during priming. Consumer stated approximately 8-10 pen needles have been affected. Advised consumer on proper assembly technique. Consumer stated she knows her technique is correct, she is a nurse.